Event description:
It was reported that the electrode showed noise in secondary sensing vector where there were stored untreated episodes. The noise was able to be reproduced when manipulating the sternum. Noise was also seen in primary when reviewing the remote home monitoring data. Technical services (ts) suggested obtaining additional troubleshooting and x-ray. Additional information was received that a revision procedure was performed due to concerns over an electrode fracture. Subsequently the electrode was explanted and successfully replaced. The subcutaneous implantable cardioverter defibrillator (s-ICD) was electively changed out during the same procedure. No additional adverse effects were reported.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified insulation abrasion at approximately 97 to 102 mm from the terminal end. This was consistent with lead on can abrasion. An x-ray of the electrode confirmed the inner conductor coil was fractured in the areas of the abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the associated device case. Analysis has determined that when highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the electrode showed noise in secondary sensing vector where there were stored untreated episodes. The noise was able to be reproduced when manipulating the sternum. Noise was also seen in primary when reviewing the remote home monitoring data. Technical services (ts) suggested obtaining additional troubleshooting and x-ray. Additional information was received that a revision procedure was performed due to concerns over an electrode fracture. Subsequently the electrode was explanted and successfully replaced. The subcutaneous implantable cardioverter defibrillator (s-ICD) was electively changed out during the same procedure. No additional adverse effects were reported.